Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the device came out of the pocket and they were sitting on the device and it was very uncomfortable. The patient could not sit on their left side, could not lay on their back; it hurt to climb stairs and was in pain all the time. The patient also reported that moving the device and being placed on the other side, the pain was gone and they could sit, stand, climb stairs and was pleased with their results.

Event description:
It was reported that the patient had a revision. The implantable neurostimulator (ins) was moved from the left side to the right side as the patient lost a lot of weight which affected the pocket site. Follow-up is being conducted to determine outcome.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va0hmuh, implanted: (B)(6) 2014, product type: lead. (B)(4).